Manufacturer narrative:
The device in question was returned to MFR for evaluation. Test results indicated that the device was operating slightly above specified range when it was returned. Report from facility immediately after the incident that the device was operating within normal ranges. Because of the inordinate amount of time between the time of the incident and the returne of the unit, and the fact that the facility tests were performed immediately after the incident, it is felt that those tests may more accurately indicate the condition of the device at the time of the incident. The conclusions reached in the original report are unchanged after the device testing was completed by the MFR. No additional follow-up is planned.